Event description:
On (B)(6) 2010 I underwent a breast augmentation with 400cc mentor smooth silicone cohesive gel implants. I only wanted a lift, but I decided to follow my surgeon's recommendations. It was somewhat cheaper and I would not have nasty scars. It would fill up my empty breast and would look better in a t-shirt. Also I wouldn't have to worry because it was a life time device. I woke up from the surgery thinking I had an elephant sitting on my torso. Not long after I started to have eczema outbreaks, at first it would come and go. From 2015 it was a permanent condition, I would not be able to get rid of it for more than a few days. I also experienced lots of headaches and fatigue, lots of uti as well. In (B)(6) 2020 I had my implants removed, I noticed that I had forgot what it was to take a deep breath, it was amazing. My eczema went away, I haven't use hydrocortisone since (B)(6). I feel more energetic and my headache are now limited to when I am about to have my period. I believe my breast implants were the cause of my health issues. My eczema was located around my intimate body parts, it was really debilitating. Sometimes it was so painful, I had trouble to go to the bathroom or wash my self. FDA safety report ID# (B)(4).